Event description:
The physician was using the turbohawk to treat the sfa. The turbohawk was used and cleaned twice; on the third time placing it back into patient, the physician noticed the cutter window was not closed. The window was closed and the physician advanced the turbohawk again. There were issues advancing the turbohawk and closing the cutter window after each pass on this insertion. In an attempt to remove the turbohawk from the patient, it lodged in the sheath and was not able to be advanced or removed. The physician attempted to remove the sheath with leaving as much of the spiderwire in the patient, however the spiderwire came into the ipsilateral iliac. The spiderwire was cut and a 7fr 10cm sheath was attempted to advance over the wire. After the sheath was advanced the physician attempted to remove the spider through the sheath, however, the wire was bent and the basket broke off. The physician was able to use forceps to remove the basket from the common femoral artery by a small portion of the basket that was sticking out of the skin. Once everything was removed from the patient the physician attempted to dislodge the turbohawk from the sheath to find the cause of the device being stuck, but the tip of the turbohawk then broke off. The spiderwire was wrapped around the cutter blade and the wire was doubled over and wrapped around tip of the turbohawk. The patient had a retroperitoneal bleed (bilateral) and was flown to a trauma hospital. The bleed was treated with a transfusion and manual pressure. The patient is stable and discharged. Please reference MDR 2183870-2014-00189 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Addtional correction.

Event description:
The turbohawk device was received. The rx guidewire lumen of the turbohawk device exhibited longitudinal tearing propagating from the proximal end extending the entire length. The distal tip assembly was missing its tapered (rotating) tip and the assembly was fractured at the proximal edge of the housing's laser-cut coil. The turbohawk adaptor collar was separated from the torque shaft. The torque shaft surface exhibited witness marks indicating that the adaptor collar had been properly crimped.